Event description:
It was reported that the patient was "not feeling much" stimulation and wanted to know how to turn it up. The patient increased her stimulation from 1.70 volts to 1.85 volts and did feel it. Then the patient increased it further to 1.90 volts and did not feel it anymore. The patient was told to monitor her symptoms. Additional information received on (B)(6)-2012 reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient was unsure if the return of symptoms was because of the device or because of antibiotics she was on. The patient stated she had problems with the antibiotics and they gave her "the worst case of diarrhea in her life." The patient was assisted in increasing her stimulation to 2.10 volts and she "felt it." The patient was again told to monitor her symptoms on the new program. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).